Event description:
A malfunction was reported concerning the pump. There was no adverse impact to the customer's blood glucose level. The caller received instructions on how to reset the pump but could not perform the reset at that time due to a lack of a charger. No additional product or event information was available.